Manufacturer narrative:
A patient experiencing recharge burden was reported to abbott. As a result, the ipg was explanted and replaced. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients system was experiencing significant recharge burden to the patient. Surgical intervention may be taken at a later date to address the issue.